Manufacturer narrative:
(B)(4).

Event description:
The patient's neurostimulator (ins) inadvertently turned on. There were 27 activations from (B)(6) 2008 to (B)(6) 2010. Additional information has been requested.